Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to the patient experiencing ventricular fibrillation that was successfully converted after five shocks. The physician viewed the rv lead position as not apical enough and successfully repositioned the lead. Successful defibrillation threshold testing was performed, and no adverse patient effects were reported. This rv lead remains in service.